Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and menorrhagia ('menorrhagia') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal stiffness, cervical dysplasia, ovarian cyst, muscle tightness, post-traumatic stress disorder, bowel obstruction, bowel perforation, gastroesophageal reflux disease, tobacco user, uterine fibroids and cervical cancer. Denies any pain or abnormal bleeding. Denies constipation/ constipation/ melena/hematochezia or change in bowel habits denies dysuria/polyuria/incontinence. Concomitant products included venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 5 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On 1(B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), pain ("sharp burning pain right side"), endometriosis ("she has been diagnosed with severe endometriosis"), ovarian cyst ("massive complex cystic growth on both ovaries"), coital bleeding ("while having sex she started bleeding"), abdominal pain ("she has experience constant pain in her abdomen") and stomach mass ("mass in her stomach"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and back pain had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, weight increased, endometriosis, ovarian cyst, coital bleeding, abdominal pain and stomach mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pain, stomach mass, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion good placement with total blockage.. Pathology test - on (B)(6) 2015: uterus with cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: cervix with hyperkeratosis. Weakly proliferative endometrium. Marked adenomyosis. Myometrial leiomyomata. Fallopian tubes with no significant pathologic abnormalities.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, lower abdomen pain, back pain,sharp burning pain right side, she has been diagnosed with severe endometriosis, massive complex cystic growth on both ovaries, while having sex she started bleeding, she has experience constant pain in her abdomen, mass in her stomach" were added. Lab data, medical history and reporter information were added. Concomitant drug was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal stiffness, cervical dysplasia, ovarian cyst, muscle tightness, post-traumatic stress disorder, bowel obstruction, bowel perforation, gastroesophageal reflux disease, tobacco user, uterine fibroids and cervical cancer. Denies any pain or abnormal bleeding. Denies constipation/ constipation/ melena/hematachezia or change in bowel habits denies dysuria/polyuria/incontinence. Concomitant products included venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 5 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), pelvic pain ("sharp burning pain right side/pelvic pain"), endometriosis ("she has been diagnosed with severe endometriosis"), ovarian cyst ("massive complex cystic growth on both ovaries"), coital bleeding ("while having sex she started bleeding"), abdominal pain ("she has experience constant pain in her abdomen") and stomach mass ("mass in her stomach"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, fatigue, weight increased, endometriosis, ovarian cyst, coital bleeding and stomach mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, stomach mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion good placement with total blockage.. Pathology test - on (B)(6) 2015: uterus with cervix and bilateral fallopian tubes; hysterectomy and bilateral. Salpingectomy: cervix with hyperkeratosis. Weakly proliferative endometrium. Marked adenomyosis. Myometrial leiomyomata. Fallopian tubes with no significant pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: event verbatim was updated as sharp burning pain right side/pelvic pain and pt was updated to pelvic pain female and outcomes of events dysmenorrhea and dyspareunia was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal stiffness, cervical dysplasia, ovarian cyst, muscle tightness, post-traumatic stress disorder, bowel obstruction, bowel perforation, gastroesophageal reflux disease, tobacco user, uterine fibroids and cervical cancer. Denies any pain or abnormal bleeding. Denies constipation/ constipation/ melena/hematachezia or change in bowel habits denies dysuria/polyuria/incontinence. Concomitant products included venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 5 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), pelvic pain ("sharp burning pain right side/pelvic pain"), endometriosis ("she has been diagnosed with severe endometriosis"), ovarian cyst ("massive complex cystic growth on both ovaries"), coital bleeding ("while having sex she started bleeding"), abdominal pain ("she has experience constant pain in her abdomen"), stomach mass ("mass in her stomach") and procedural pain ("transient procedure pain"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, fatigue, weight increased, endometriosis, ovarian cyst, coital bleeding, stomach mass and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, procedural pain, stomach mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion good placement with total blockage.. Pathology test - on (B)(6) 2015: uterus with cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: 1. Cervix with hyperkeratosis. 2. Weakly proliferative endometrium. 3. Marked adenomyosis. 4. Myometrial leiomyomata. 5. Fallopian tubes with no significant pathologic abnormalities.. Lot number: 809011, manufacturing date: 2010-12, expiration date: 2013-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal stiffness, cervical dysplasia, ovarian cyst, muscle tightness, post-traumatic stress disorder, bowel obstruction, bowel perforation, gastroesophageal reflux disease, tobacco user, uterine fibroids and cervical cancer. Denies any pain or abnormal bleeding. Denies constipation/ constipation/ melena/hematachezia or change in bowel habits denies dysuria/polyuria/incontinence. Concomitant products included venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 5 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), pelvic pain ("sharp burning pain right side/pelvic pain"), endometriosis ("she has been diagnosed with severe endometriosis"), ovarian cyst ("massive complex cystic growth on both ovaries"), coital bleeding ("while having sex she started bleeding"), abdominal pain ("she has experience constant pain in her abdomen"), stomach mass ("mass in her stomach") and procedural pain ("transient procedure pain"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, fatigue, weight increased, endometriosis, ovarian cyst, coital bleeding, stomach mass and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, procedural pain, stomach mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion good placement with total blockage.. Pathology test - on (B)(6) 2015: uterus with cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: 1. Cervix with hyperkeratosis. 2. Weakly proliferative endometrium. 3. Marked adenomyosis. 4. Myometrial leiomyomata. 5. Fallopian tubes with no significant pathologic abnormalities.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: new pfs received- new event transient procedure pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') and menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal stiffness, cervical dysplasia, ovarian cyst, muscle tightness, post-traumatic stress disorder, bowel obstruction, bowel perforation, gastroesophageal reflux disease, tobacco user, uterine fibroids and cervical cancer. Denies any pain or abnormal bleeding. Denies constipation/ constipation/ melena/hematochezia or change in bowel habits denies dysuria/polyuria/incontinence. Concomitant products included venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 5 months after insertion of essure. On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain"), pelvic pain ("sharp burning pain right side/pelvic pain"), endometriosis ("she has been diagnosed with severe endometriosis"), ovarian cyst ("massive complex cystic growth on both ovaries"), coital bleeding ("while having sex she started bleeding"), abdominal pain ("she has experience constant pain in her abdomen"), stomach mass ("mass in her stomach") and procedural pain ("transient procedure pain"). The patient was treated with surgery (B)(6) 2015, total hysterectomy (uterus and cervix removed), bilateral salpingectomy. And ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, pelvic pain and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, fatigue, weight increased, endometriosis, ovarian cyst, coital bleeding, stomach mass and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, ovarian cyst, pelvic pain, procedural pain, stomach mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion good placement with total blockage. Pathology test - on (B)(6) 2015: uterus with cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: 1. Cervix with hyperkeratosis. 2. Weakly proliferative endometrium. 3. Marked adenomyosis. 4. Myometrial leiomyomata. 5. Fallopian tubes with no significant pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: lot number was added, reporter was added, consumer race was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.